Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant ise results for multiple patient samples tested on a cobas 8000 ise 1800 module. The following examples of discrepant results for six patients tested for sodium (na) and potassium (k) were provided. Patient 1: the sample initially resulted in a sodium value of 128 mmol/l and repeated as 134 mmol/l. Patient 2: the sample initially resulted in a sodium value of 129 mmol/l and repeated as 137 mmol/l. Patient 3: the sample initially resulted in a potassium value of 3.7 mmol/l and repeated as 4.3 mmol/l. The sample initially resulted in a sodium value of 130 mmol/l and repeated as 138 mmol/l. Patient 4: the sample initially resulted in a sodium value of 124 mmol/l and repeated as 131 mmol/l. Patient 5: the sample initially resulted in a sodium value of 133 mmol/l and repeated as 139 mmol/l. Patient 6: the sample initially resulted in a sodium value of 132 mmol/l and repeated as 138 mmol/l. The repeat results were deemed correct. The questionable results were reported outside of the laboratory. The na electrode lot number was z32 with an expiration date of 01-may-2023. The k electrode lot number was h86 with an expiration date of 08-apr-2023.

Manufacturer narrative:
It was determined that the internal standard syringe had an excessive amount of air bubbles. The field service engineer replaced the seals of the internal standard syringe. Calibration and quality controls were run and passed within specifications. The investigation is ongoing.